Manufacturer narrative:
Analysis was normal, no anomaly was found.

Event description:
It was reported that the patient presented to the clinic with noise. The lead was explanted and replaced. The patient tolerated the procedure well and would be followed normally.